Event description:
The ge oec 9800 fluoroscopy system displayed a high ma error during a procedure. The error was cleared and the procedure was continued.

Manufacturer narrative:
A ge oec service representative investigated the issue an reloaded the filament calibration files to eliminate the error. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.